Manufacturer narrative:
Product not available for return.

Event description:
The user facility reported that the device was sounding weird during a procedure. The device was inspected and observed that the blade was broken. The blade was removed and the user noticed a piece missing from the blade. An x-ray was taken and to verify there were no pieces of the blade left in the patient. The surgical delay length is unknown.